Event description:
It was reported that a patient with degenerative lumbar scoliosis underwent a plif procedure at th11/l5 using bone screws and rods along with interbody devices. It was reported that the tip of the driver shaft broke off during final tightening and retorquing of a setscrew and the fragment could not be fully removed. The surgery was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Product analysis summary: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed.